Manufacturer narrative:
Concomitant medical products: product ID 37713, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient no longer had concerns about the device or therapy. It was stated that he talked to a manufacturer¿s representative who answered his concern about having to recharge his stimulator every 3 to 7 days. It was noted that ¿the gentleman said it was natural as (B)(6) 2016 my battery will be 9 years and life of my battery.¿ it was noted that the patient asked who to contact when his battery reached end of life. It was stated that the patient no longer went to a previous hcp. It was noted that the patient received assistance from their manufacturing representative and their concerns were resolved.

Event description:
It was reported that a patient¿s healthcare professional (hcp) had been unable to get leads in the patient¿s back when first implanted because of her rods in her back. It was stated that another hcp implanted the leads successfully. It was stated that the patient had not seen the initial hcp in two years.